Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged exhibiting high pacing thresholds and decreased but in-range pace impedance measurements during a post-implant follow-up. A revision procedure was performed wherein the lead was repositioned. The patient's right atrial (ra) lead was also repositioned at that time due to high pacing threshold measurements. No adverse patient effects were reported.